Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 125 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.